Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via (B)(6) transmissions with non-sustained ventricular oversensing. It was noted that the right ventricular lead was not capturing. No intervention was reported. The patient was stable.